Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level 53 mg/dl. The customer did not report any symptoms or treatment for low blood glucose level. Troubleshooting was not performed for low blood glucose level. The insulin pump will not be returned for analysis.